Event description:
It was reported that the intra-aortic balloon (iab) was inserted without complications. After five hours of pumping, the balloon pressure waveform on the datascope monitor was found to be flat. Per the vs, "air was found after checking." The iab was removed and a datascope iab was inserted. There were no reported pt complications. Additional info received from the distributor on 8/24/2009 stated that air was found in the catheter.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of product malfunction, therefore, it is reportable. Evaluation: the iab, teflon sheath with no sidearm, a 30ml syringe and 60ml syringe were returned for eval. The datascope tubing was not returned. Blood was noted on exterior surfaces of iab. Teflon sheath was on bladder approx 13cm from distal tip of iab. Catheter was bent at distal tip of iab. The 30ml syringe was attached to female luer end of bifurcate and blood/liquid was noted inside 30ml syringe. An in-house .025" spring wire guide was back loaded through distal tip of iab to female luer end of the bifurcation with no resistance encountered. Teflon sheath was moved onto catheter with ease. There was no blood detected inside iab. One-way valve was tested with a vacuum gauge and passed. One-way valve was connected to the lock connector. A vacuum was applied to iab and it held. Catheter appeared to be normal and no flat was noted in catheter during vacuum test. Iab was submerged in water and pressurized; no leaks were detected in iab or bladder. Vacuum was applied to iab again. Bladder was manually wrapped and in-house sheath was inserted onto iab and inserted into t-tube. Iab was connected to iab pump with an in-house driveline, with a 40cc connector. Female luer connector was blocked with a red end cap, leak was observed from the female luer connector. Iab was removed from t-tube. In-house 40cc connector was disconnected from the lock connector. Red end cap was removed from female connector and female luer connector was examined under magnification. A crack was noted above the mold line. The reported complaint was confirmed. The potential cause of the cracking was over tightening when the ap monitoring tubing was connected to the female luer connection on the bifurcate.